Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. Resistance was encountered when attempting to pull the needles out after deploying the device. By increasing the pulling force, the physician was able ot extract the needles. It is reported that the sutures caught in the tube. At this point the operator could not free the device from the access site. The device was rotated 180 degrees, and the foot was deployed and parked several times over a period of about 20 minutes, in order to try and free the device. Hemostasis was achieved by using manual compression eventually the device was manipulated free of the artery. The pt recovered without further incident.